Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
International customer reported that the turbo-ject® single lumen over-the-wire power-injectable PICC line was broken between distal purple connector and catheter. Additional event information was requested; no further information was received as of the date of this report. The actual device that is the subject of this report was discarded. A follow-up report will be submitted upon receipt of any additional information.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the instructions for use (IFU), quality control, and specifications was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. Measures have been previously conducted to address this failure mode. We will continue to monitor for similar complaints. Per the health risk assessment, no further action is required.